Event description:
During service testing, the baxter repair tech reported an infusion pump with a broken door. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.